Event description:
A physician has had twenty-two occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction. The pt was admitted to the eye dept 11/19/99 on the suspicion of panophthalmy. The complication was treated w/prednisolon tabl 25mg & spersadex "comp". The treatment was discontinued 12/10/99.